Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the infusion site had been in use for two days. It was noticed the sensor glucose rising and had delivered a bolus through the pump. After about 30 minutes, glucose had still been trending upward and had reached 400 mg/dl. Ketones had been tested and were negative; it was confirmed that emergency medical services had not been required by the time the issue was noticed. It was noticed glucose rising despite bolusing and then observed insulin around the infusion site. A second bolus was delivered and then noticed the infusion site area was wet with insulin. The insulin had been leaking from the top of the infusion site at the tubing connector, though it had been difficult to confirm due to saturation. The event occurred while in use with a patient. There was patient injury.